Event description:
It was reported that the patient experienced persistently high blood glucose beginning the prior night while using the ilet pump; the patient had a cold and the onset of menses, ketones were negative, supplies were changed with no observed leaks or air bubbles, glucose remained elevated, and the caregiver chose to disconnect the pump and administer subcutaneous insulin using pens. Symptoms included hyperglycemia. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.